Event description:
Same case as mfg. # 2134265-2009-00002. It was reported that during a common iliac stenting treatment procedure, 2 stents migrated. The lesion was located in the iliac artery. 2 epic biliary 8x41mm stents were advanced to the iliac artery bifurcation (left and right sides). "The stent on the right side deployed fully and was well apposed on the vessel wall. The stent on left side, when it was 75% deployed, migrated and deployed 3cm into the aorta. Another 8x41mm epic stent was advanced to the lesion and overlapped on the migrated stent in the aorta and began deployment. When this stent was 75% deployed within the first stent, this stent also migrated (distance and location were unspecified). The procedure was completed successfully with another manufacturer's stent. It was further reported that a kissing stent procedure was used to treat two separate lesions in the right and left iliac. Both the right and left femoral arteries were used for access. The affected side was the left femoral. The % stenosis at the aortic/iliac bifurcation was 80%. The left iliac was moderately calcified and the right iliac was mildly calcified. The epic stent on the left side was fully expanded on deployment. It was difficult to see the stent, but it was approximately 75% deployed when the migration occurred. As the stent was deployed further, the stent migrated further until its final position into the aorta. At the end of the procedure the stent was fully deployed. The second epic stent was advanced through the first stent, which had migrated to the aorta in order to "fix the initial stent, and to open the affected area of the iliac artery." The second epic stent migrated within the first stent. When fully deployed, the position was identical to the first stent, inside the first stent. The second epic stent fully expanded on deployment. The second stent was dislodged within the first stent, approximately 3cm in the aorta.

Event description:
Same case as mfg. # 2134265-2009-00002.it was reported that during a common iliac stenting treatment procedure, 2 stents migrated.the lesion was located in the iliac artery. 2 epic biliary 8x41mm stents were advanced to the iliac artery bifurcation (left and right sides). "The stent on the right side deployed fully and was well apposed on the vessel wall. The stent on left side, when it was 75% deployed, migrated and deployed 3cm into the aorta. Another 8x41mm epic stent was advanced to the lesion and overlapped on the migrated stent in the aorta and began deployment. When this stent was 75% deployed within the first stent, this stent also migrated (distance and location were unspecified). The procedure was completed successfully with another manufacturer's stent. It was further reported that a kissing stent procedure was used to treat two separate lesions in the right and left iliac. Both the right and left femoral arteries were used for access. The affected side was the left femoral. The % stenosis at the aortic/iliac bifurcation was 80%. The left iliac was moderately calcified and the right iliac was mildly calcified. The epic stent on the left side was fully expanded on deployment. It was difficult to see the stent, but it was approximately 75% deployed when the migration occurred. As the stent was deployed further, the stent migrated further until its final position into the aorta. At the end of the procedure the stent was fully deployed. The second epic stent was advanced through the first stent, which had migrated to the aorta in order to "fix the initial stent, and to open the affected area of the iliac artery." The second epic stent migrated within the first stent. When fully deployed, the position was identical to the first stent, inside the first stent. The second epic stent fully expanded on deployment. The second stent was dislodged within the first stent, approximately 3cm in the aorta.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of an epic stent delivery system sds. The stent was not present on the sds. Visual inspection identified two kinks on the distal end of the inner shaft. The kinks were approximately 5 and 7 centimeters from the distal tip of the inner shaft. Magnified inspection revealed scratches near the distal end of the outer shaft component. A thorough inspection of the remainder of the device revealed no other damage or irregularities. It was not possible to confirm the reported stent migration via product analysis; however, the device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
The device has not been received. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info form that review, a supplemental medwatch will be filed.

Event description:
Same case as mfg. #2134265-2009-00002. It was reported that during a common iliac stenting treatment procedure, 2 stents migrated. The lesion was located in the iliac artery. Two epic biliary 8x41mm stents were advanced to the iliac artery bifurcation (left and right sides). "The stent on the right side deployed fully and was well apposed on the vessel wall. The stent on left side, when it was 75% deployed, migrated and deployed 3cm into the aorta. Another 8x41mm epic stent was advanced to the lesion and overlapped on the migrated stent in the aorta and began deployment. When this stent was 75% deployed within the first stent, this stent also migrated (distance and location were unspecified). The procedure was completed successfully with another manufacturer's stent.